Event description:
It was reported, that the device will not power on. The customer returned, the product for the device not powering on. And during physical inspection, it was found, that the downstream occlusion (dso) seal was lifting. There was unknown, patient involvement. And there were unknown, signs or symptoms experienced.

Manufacturer narrative:
B3: unknown. No information has been provided to date. H3: one device was received, for investigation. Visual inspection performed and found, the device had the air sensor was detaching and the downstream occlusion (dso) seal was lifting. Functional testing performed. And device power button was not functioning properly. Customer reported event confirmed. The air sensor and downstream occlusion seal was replaced and software updated.